Event description:
The customer reported that there were bent pins on the lemo connector and the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced. The system was then found to be operating as intended.